Event description:
It was reported that patient complained of chest pain post-implant. Echo cardiogram showed that pericardial effusion was present. The lead was repositioned successfully with no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.